Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that there was redness or swelling at or around central line insertion site and there is fluid leaking from the around central line insertion site. Bd powerpicc double lumen in chest.